Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 426 mg/dl. Customer stated insulin pump was beeping and it has red icon for the reservoir despite of the fact that it has 46 units left on the reservoir. Customer stated it happens most of the time whenever the units kicks in to 42-60 units. Auto mode feature was not active at the time of high blood glucose event. Customers blood glucose reading at the time of call was 132 mg/dl to 137 mg/dl. The insulin pump will not be returned for analysis.